Event description:
Patient's stem and femur loosened in the cement mantle. Proceeded to similar construct with bony resection. Gmrs components and kept tibia.

Manufacturer narrative:
An event regarding femur and stem loosening involving a gmrs axle was reported. Conclusion: based on the information provided, it is unlikely that the distal femoral component itself was loose as it is part of a femoral construct built up with the femoral modular stem and locked together by a locking taper. It is reported that the loosening was in the cement mentle. The distal femoral component itself does not come in direct contact with the femoral bone. It appears that the distal femoral component was revised with a similar construct, most likely as a precautionary measure as it is likely that the device gets damaged during the disassembly process. Based on the provided information, there is no indication or allegation that the product reported in this investigation contributed to the event. The femoral stem within this pi will undergo a phase 3 investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's stem and femur loosened in the cement mantle. Proceeded to similar construct with bony resection. Gmrs components and kept tibia.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.